Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging severe lung infections related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on may 09, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused severe lung infections. The patient did receive medical intervention and was reported to have been hospitalized for four days. Additional information was received about the alleged dizziness or headache, nausea, vomiting, lung disease, or lung infection.  Section h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused severe lung infections. The patient did receive medical intervention and reported to be hospitalized for four days. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.